Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was greater than 500 mg/dl with large ketones and was in diabetic ketoacidosis. The customer delivered a corrective bolus and administered a manual injection. Troubleshooting was unable to be performed as the events occurred in the past. Reportedly, the customer changed out all supplies and successfully resumed insulin. Reportedly, after resuming insulin, the customer's bg level had resolved.